Event description:
During an internal investigation at beckman coulter miami center, a potential sample misidentification was discovered that can occur on gens instruments if sample ID entry is performed using 2 different entry points. An operator scanned sample a on the workstation and rpessed "ID" and "." In order to transfer the sample ID to the analyzer. - the sample a was not cycled. Another operator entered sample b ID directly at the analyzer's keypad and then ran sample b. The sample b was identified on the workstation and the printout as sample a. No pt samples were involved in this event as the investigation was conducted at beckman coulter site.